Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose due to treatment of high blood glucose. Customer¿s blood glucose level was 23 mg/dl, at the time of incidence. Customer¿s blood glucose was in the range of 20 to 30 mg/dl. At the time of bed customer had blood glucose level of 198 mg/dl. Customer reported that they had issue with insulin pump as it was showing blood glucose level of 358 mg/dl, however customer¿s current blood glucose level was 258 mg/dl. Customer was treated with 8 units of insulin for high blood glucose level. Customer did not alleged that the insulin pump was under delivering. Customer reported that the insulin delivery did not suspended due to difference in glucose values. Customer reported that the insulin was exited at the time of quick review. Customer declined to perform high pressure test. The insulin pump will not be returned for analysis.